Event description:
It was reported a balloon ruptured on the first inflation at nine atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis of a fibrous stenosis. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed a 4 cm longitudinal tear beginning at the distal radiopaque marker extending to the proximal radiopaque marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudinal tear, and contact with a sharp external source, scratches and chatter marks on the balloon surface. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."